Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same patient as MDR ID: 2134265-2013-06940. It was further reported that the physician treated the lesion #1 with pre dilatation and direct placement of a 3.00 x 20 mm study stent and not a 2.50 x 38 mm study stent . The physician treated the lesion#2 with pre-dilatation and direct placement of a 2.50 x 38 mm study stent and not a 3.00 x 20 mm study stent. In (B)(6) 2013, 80% stenosis at the outflow of the study stent in mid lad extending till the inflow of the distal study stent in distal lad was treated with placement of a 2.75x30mm promus drug eluting stent. The lesion was 30 mm long. The promus stent was deployed between the two study stents and covered both the areas with 0% residual stenosis and timi 3 flow.

Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention, the patient had angina pectoris. In march 2013, the patient presented with stable angina and was referred for elective cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (lad) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 38 mm study stent with 0% residual stenosis. Target lesion #2 was located in the distal lad with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.50 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent with 0% residual stenosis. On the following day, patient was discharged on dual antiplatelet therapy. In (B)(6) 2013, the patient developed angina pectoris and underwent cardiac catheterization. Four days later, the mid lad was treated with the placement of a drug eluting stent.